Manufacturer narrative:
Manufacturing review: a manufacturing related root cause was considered. Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the reported event. No additional complaints have been previously reported for this lot number. Investigation summary: the returned delivery system deployment mechanism was found actively used and the stent was found partially released. Therefore, as a result of the investigation performed the complaint was confirmed. However, based on the available information, and the sample evaluation a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit'. In this case the user followed the recommendation and used another product. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular products that are cleared in the us. The 510 k number and pro code for the lifestent vascular products are identified.

Event description:
It was reported that during an attempt to deploy a 2nd stent to use the overlapping technique in the sfa, the vascular stent allegedly failed to deploy from the delivery system. Therefore, the delivery system was removed without incident and a larger size vascular stent was used with extra overlapping in order to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number has not been cleared in the us, but is similar to the lifestent vascular products that are cleared in the us. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to deploy a 2nd stent to use the overlapping technique in the sfa, the vascular stent allegedly failed to deploy from the delivery system. Therefore, the delivery system was removed without incident and a larger size vascular stent was used with extra overlapping in order to complete the procedure. There was no reported patient injury.